Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. Troubleshooting was performed. It was stated that the customer was not able to remove the battery cap. It was stated that the customer ran out of meter strips and was not able to enter her glucose reading into the insulin pump. The customer stated that she is aware the device was functioning properly. The customer's recent glucose reading was 179 mg/dl, and she has treated. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.